Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after catheterization a iv3000 was used to fix the catheter. The patient's skin of the catheter was found to be red. Procedure was completed using a competitor's device. It is unknown if there was any delay in the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. No samples were returned for analysis. The reported issue may be related to procedural technique or underlying patient conditions. A clinical investigation concluded; ¿the information provided is insufficient to determine whether the patient¿s symptoms are due to a pre-existing or concurrent medical condition (allergy history, skin/dermal sensitivities). It was further communicated, the iv3000 was subsequently replaced with a competitor¿s device. However, it is unknown if there was a procedural delay. The impact to the patient beyond that which has been reported cannot be determined. Should any additional medical information be provided, this complaint will be re-assessed. Therefore, no further medical assessment is warranted at this time.¿ the instructions for use provides comprehensive instructions of the operation, use and limitations of the device. The associated risk file contains the reported event. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.